Event description:
It was reported that after reviewing this patient's cardiac resynchronization therapy defibrillator (crt-d) atrial tachy response episodes, technical services (ts) indicated this device had cross chamber oversensing (atrial signals sensed in the ventricular channel) while the device was running a right atrial automatic threshold (raat) test. In addition, respiratory rate trend noise without oversensing was noticed in this right ventricular (rv) lead in one of the episodes. Despite these issues, all lead measurements were in range suggesting intact integrity. Thus, ts just recommended to turn off the raat feature as corrective action. However, additional information indicates an alert was recorded due to an acute out-of-range jump in the crt-d system shock impedance measurements. No further details were obtained. This patient eventually passed away due to heart failure complications not related to the crt-d system. No adverse patient effects were ever reported.